Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, wear abrasion, stress marks, around 0-25% of the shell is missing, broken shell with sharp edge in the same location of crease assessed as fold flaw opening and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening - missing shell that is assessed as inconclusive - the wrinkling condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "siliconoma" , "nodule, seroma that was drained", "axillary adenomegalies", "irregular contours and multiple undulations¿, and ¿vascularized non-circumstric nodule in the breast¿.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "siliconoma" , "nodule, seroma that was drained", "axillary adenomegalies", "irregular contours and multiple undulations¿, and ¿vascularized non-circumstric nodule in the breast¿. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "siliconoma" , "nodule, seroma that was drained", "axillary adenomegalies", "irregular contours and multiple undulations¿, and ¿vascularized non-circumstric nodule in the breast¿. The device has been explanted.